Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the battery and the customer's report was not replicated or confirmed. The battery displayed 4 capacity leds and 4 charge leds when the test button was pressed. The battery was tested on the surepower charger and test unit with no fault found. The battery test button was pressed after testing and displayed 4 capacity leds and 5 charge leds, indicating the battery has 80% of design capacity and can be fully charged. The battery was scrapped at zoll as a precaution. No trend is associated with reports of this type.